Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had high glucose values.

Event description:
Customer complains of high results. Customer's co-worker states that the customer is saying she feels well and requires no medical attention; but the customer's co-worker states the customer does not look like herself. Customer was advised to seek medical attention. The customer's expected blood results are 130-160mg/dl fasting. Verified the strips expired 7/31/2016. Customer is concerned with: results obtained: side kick 583, (B)(6) 2015, 06:30:00 pm, not fasting. Customer states that she went to the hospital last week and read 600mg/dl. Could not obtain 5 meter memory results.